Event description:
The customer reported two bio-absorbable anchors broke half way on insertion. This report is for the first of event. The tip of implant remain in the patient. No adverse patient consequences have been reported as a result of this event. The device is used for treatment.

Manufacturer narrative:
The device history record was reviewed and nothing was found that could contribute to this event. The device was not returned and the complainant¿s event could not be verified. The cause of the event could not be determined without device evaluation.